Event description:
It was reported the procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was inserted into the left atrium (la), a blood clot was observed on the tip of the sgc. Aspiration was performed, but no clot was observed. The physician suspected the clot may have been artifact on the echocardiography. However, this was unable to be confirmed. The procedure was continued, and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis (blood clot). Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.